Event description:
Prior to a breast biopsy procedure, after power on, frequently popping-up l4 error message, disturbs proceeding from the start. It did stop all process for biopsy. After turning off, the doctor tried to start again; however, same l4 error showed up. Everything connected is double-checked. The doctor postponed that biopsy case then next day the doctor completed mmt case with jjmk demo equipment. No pt consequence.